Manufacturer narrative:
The device was evaluated and repaired by the customer.. . The site representative removed the system from the room and powered down both the system and mobile view station (mvs) and attempted a reboot. On reboot the system fully booted and was ready to be used. A medtronic representative performed a system checkout. The system passed all tests. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when they went to do a post op spin the imaging system was stuck at initializing please wait mode. Surgeon elected to do post op imaging with c-arm to confirm placement. 10 minute delay in case. Site declined to provide patient demographics. There was no impact to the patient.